Manufacturer narrative:
No product is being returned for eval.

Event description:
During rotator cuff procedure, the proximal end of the anchor broke off from the inserter shaft handle. The surgeon cut the sutures free from the anchor thus leaving the anchor unsupported in the pt. The surgeon used another twinfix to complete the procedure. The surgeon did not pre-drill but uses the incisor blade to determine pt's bone quality. The ao-2 finger technique was used. No pt injury or complications were noted.